Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent balloon kyphoplasty at th12 due to primary osteoporosis, compression fracture. Intra-operatively, when cement was injected at th12, it leaked forward. Leakage(approximately 0.2 cc) probably was from the fracture line which existed before operation. Leakage stopped around anterior longitudinal ligament. No patient complications were reported.